Manufacturer narrative:
Return of product has been requested. Product and lot # not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Sensory disturbance [sensory disturbance], leg weakness [muscular weakness], copper deficiency [copper deficiency], taking fixodent denture cream for dental cleaning/using excessive quantities of denture cream at increased dosage frequency [device use issue]. Case description: a pharmacist reported via a regulatory agency ((B)(6)) that a patient, age and gender unspecified, had used fixodent denture cream beginning (B)(6) 2011 through (B)(6) 2016, excessive quantities at an increased dosage frequency (four times daily), topically for dental cleaning, and was admitted to the hospital with sensory disturbance and leg weakness, which was felt likely secondary to copper deficiency. The copper deficiency was noted to have begun (B)(6) 2016. Product use was discontinued. Medication error details: patient using excessive quantities of denture cream at an increased dosage frequency. The patient was taking fixodent denture cream for: dental cleaning. Reporter comment: the other outcome for copper deficiency was: copper deficiency now being treated with an unlicensed oral supplement. Relevant history: other medication taken in the last 3 months-aspirin coated (ill-defined disorder), ramipril (ill-defined disorder), simvastatin (ill-defined disorder), folic acid (ill-defined disorder). According to the regulatory authority report, the reaction was considered to be serious and the reaction severity listed as "involved or prolonged inpatient hospitalization." The case outcome was unknown. No further information was provided.